Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the system failed mechanical inspect ion, as the door failed to properly close, and the door switch was replaced. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the door open message would appear on the pendant even when it was closed. It was noted that the radiologic technologist (rt) had not tried to put pressure on the door sidewalls. No patient was present.